Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely there was no image due to circuit board malfunction and fluid adhesion inside the video connector. However, a root cause for circuit board malfunction and fluid adhesion inside the video connector could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no image, circuit board malfunction, and had fluid adhesion inside video connector. There was no patient involvement.